Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with severe aortic stenosis and severe left ventricle dysfunction underwent a procedure involving the transcatheter aortic valve evfxplus-26. Prior to valve deployment, the patient experienced complete heart block, and temporary pacing wires were inserted with pacing utilized during valve deployment. After the valve was deployed, the patient was unresponsive. The patient subsequently suffered a stroke secondary to hypoperfusion, which resulted in death.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013102623); product type: 0195-heart valves; implant date (B)(6) 2025; explant date, product ID, d-evolutfx-2329 (lot: 0012984227); product type: 0195-heart valves; implant date; explant date, select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0012984227, use by date: 2027-08-25, UDI: (B)(4). Updated: b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with severe aortic stenosis and severe left ventricle dysfunction underwent a procedure involving the transcatheter aortic valve evfxplus-26. Prior to valve deployment, the patient experienced complete heart block, and temporary pacing wires were inserted with pacing utilized during valve deployment. After the valve was deployed, the patient was unresponsive. The patient subsequently suffered a stroke secondary to hypoperfusion, which resulted in death. Additional information was received that the pacemaker being activated was the treatment performed prior to the patient's death. Per the physician, the cause of the hypoperfusion was severe left ventricular dysfunction and the valve was not reported to have contributed. The physician indicated that the valve could be excluded as a contributing cause to the death.

Event description:
Additional information was received that per the physician; the delivery catheter system (dcs) did not contribute to the patient's death. The previous reference to the pacemaker "being activated" was referencing the temporary pacemaker.

Manufacturer narrative:
Updated data: b5., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.